Manufacturer narrative:
Device evaluated by MFR: not evaluated reason: customer taking responsibility for repair.

Event description:
It was reported that the x3 had a speaker malfunction error. They were not able to confirm if the speaker can make any sounds or not on the device. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. It was identified that the speaker assembly was defective. This is considered a malfunction. A replacement speaker assembly was sent to the customer to resolve the issue.